Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to the exhalation valve. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module and overhead blower filter will need to be replaced to address the issue.